Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010, the patient went in for avr due congestive heart failure due to aortic stenosis and insufficiency. "The valve was brought to the field. The sutures were placed through the sewing ring. The valve was then seated. Sutures were tied down. The aortotomy was then closed with running 4-0 prolene suture. The heart was then deaired. Initially there was no bleeding from that site; however, as rewarming and deairing occurred, there was more bleeding. More pledgeted sutures were placed along this area. The patient was then weaned off cardiopulmonary bypass. More bleeding occurred. It was, therefore, decided to call the patient expired. After removing the cannulas, the chest was then closed with wires and staples and left the operating room expired."